Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation is on going at this time. A f/u report will be provided when the investigation results become available.

Event description:
As reported by the user facility: event description - customer states, "bag infused too fast." Unk drug, unk rate, unk amount of time, no chemo. Tubing with the pump, no pt injury. (B)(4).